Event description:
It was reported that the patient had passed away unexpectedly and for no apparent reason at his home. Follow up with the physician's office revealed that the cause of death and its relation to vns were both unknown. Clinic notes were received by the manufacturer and indicated that the patient had been doing well. At the last clinic visit, the vns was interrogated and found to be functioning well with sufficient battery life remaining. The patient's mother reported that she perceived that the vns has provided significant benefit for the patient's seizures. The notes reported that the patient had one day of seizures in the past year and a half. No changes were made to the patient's medications or vns settings at the clinic visit. Follow up with the funeral home revealed that the patient's vns was left implanted. No additional relevant information has been received to date.